Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00433.

Event description:
The customer reported to olympus during a therapeutic total laparascopic hysterectomy the subject device tip broke off in the patient at the beginning to middle part of the surgery. The surgeon was attempting to divide the round ligament at the time the device tip broke. The device fragment was removed by the surgeon with a duckbill grasper. The intended procedure was completed with a similar device and same lot number. The customer states there may have been a minimal delay while removing the broken device and replacing it with a new one, such as "minutes."

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: 1) during seal & cut output, the probe came into contact with hard tissue, metal, or surgical instruments, resulting in scratches. 2) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 3) a force was applied to the probe causing it to break. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and corrected data. Olympus received voluntary mw5108903 on 03may2022. On 11jul2022, it was identified the reported event was a duplicate already submitted to the FDA via MFR report number 8010047-2022-08892, with aware date 03may2022. All information from MFR report number 8010047-2022-08892 has been transferred to this report. Correcting g3 for initial report to 03may2022. The olympus service center evaluated the returned device and identified the following: visual inspection of the as received condition confirmed the probe broke off at 17mm from the tip and the broken piece was not returned. The surface of broken area was inspected and a small crack on the edge of the probe was found with some tissue build up on the distal end. The ptfe pad (teflon pad) was slightly worn without charred stains and no metal was exposed. The jaw gold insulation was intact. The device¿s wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The device's connector contact pins are in good condition. The device was then attached to an olympus test transducer td-tb400 together with the generators usg-400/esg-400 and a probe check was performed; the device failed the probe check, but both switch buttons are functional. Based on the evaluation findings, the reported complaint was confirmed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
Voluntary mw5108903 submitted by customer to the FDA: during use, half of the working jaw fell off.